Event description:
It was reported that the patient experienced an infection with the ambicor penile prosthesis. The device was removed. The patient was reported as stable following the explant procedure. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the infection was between the left corpus cavernosum and the scrotum. The prosthesis began to come out on the side of the glans (left side), there was a kind of fistula between the penis and the scrotum, which later could be seen that it was the large abscess of that area with a bad smell. The patient was stable with a urethral catheter, mechanical washes, and a dose of antibiotics. The patient has an open area between the penis and the scrotum that was deliberately left open. The physician planned to close the area when granulated.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced an infection with the ambicor penile prosthesis. The device was removed. The patient was reported as stable following the explant procedure. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the infection was between the left corpus cavernosum and the scrotum. The prosthesis began to come out on the side of the glans (left side), there was a kind of fistula between the penis and the scrotum, which later could be seen that it was the large abscess of that area with a bad smell. The patient was stable with a urethral catheter, mechanical washes, and a dose of antibiotics. The patient has an open area between the penis and the scrotum that was deliberately left open. The physician planned to close the area when granulated.